Event description:
It was reported that the customer had an unexpected restart alarm on the insulin pump. Customer had to reset the alarm mode back to vibrate and another time, he had to rewind and restart the pump. Customer changed the battery but received the alarm. Customer stated that he saw a black dot and it told him to rewind and redo the fill tubing. Customer was advised to monitor if issues recur. Customer will be sent a battery cap. Customer noticed the threading of the battery cap was not right. Customer also mentioned that he received an external ram error alarm. It was explained that the pump experienced an unexpected restart. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.